Event description:
The customer reported that the system locked up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power on/off switch was evaluated and replaced. The processor chip on keyboard processor pcb was evaluated and reseated. The system was tested and found to be working as intended and returned to service.